Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced catheter damage. The following information was provided by the initial reporter: the indwelling needle was given to the patient. It was found that a segment of the catheter tubing was incomplete and could not be inserted into the human body. The indwelling needle was replaced with a new one and there was no abnormality.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 2018959. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced catheter damage. The following information was provided by the initial reporter: the indwelling needle was given to the patient, and it was found that a segment of the catheter tubing was incomplete and could not be inserted into the human body. The indwelling needle was replaced with a new one, and there was no abnormality.